Manufacturer narrative:
Device evaluation: the explanted pump was returned assembled with the driveline severed approximately 9.5 inches from the nipple of the pump housing. The severed external distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned device, examination of the proximal-side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and partially obstructing the blood flow path through all three stator vanes. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. Once the thrombus was removed, the pump was cleaned, reassembled and functionally tested under various loaded conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 9 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to pump thrombosis. A subcostal pump exchange was performed with cardiopulmonary bypass. Only the pump was exchanged; the inflow conduit and outflow graft were not exchanged. No additional information was provided.